Manufacturer narrative:
Product analysis verified separation of the distal polymer shaft and a shaft kink. Examination of the returned device revealed that the outer polymer shaft was separated 25.4 centimeters distally from the edge of the strain relief. Microscopic examination of the material surrounding the separation did not reveal any inherent deficiencies that would have contributed to the incident. The circumstances that led up to the shaft separation could not be determined. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure the shaft was found to be broken. In (B)(6) 2005, the physician had been removing the taxus express 2 3.5 x 8 mm drug eluting stent from the packaging when the hypotube broke. This break occurred after the device was removed rom the carrier tube. The procedure was successfully completed with another of the same device. There were no reported patient complications.